Manufacturer narrative:
Patient 1 is a (B)(6) male. Patient demographics of date of birth and weight were not provided by the customer. Patient 2 is a (B)(6) female. Patient demographics of date of birth and weight were not provided by the customer. The laboratory's on-site biomedical engineer (bme) evaluated the analyzer and did not identify any contributing hardware issues. Quality control (qc) was performing within specification at the time of the event. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for two (2) patients. The initial sample from the first patient (designated as patient 1) recovered above the assay's normal reference range. The same sample was repeated on the same access 2 immunoassay system and a lower result, within the assay's normal reference range, was obtained. The sample was tested in triplicate the following day on the same access 2 immunoassay system and erratic results, within the assay's normal reference range, were generated. The sample was tested again on (B)(6) 2015 on the same access 2 immunoassay system and a lower result, within the assay's normal reference range, was obtained. A sample from the second patient (designated as patient 2) was repeated three (3) times on the same access 2 immunoassay and lower results, within the assay's normal reference range, were obtained. The sample from patient 2 was tested again on (B)(6) 2015 on the same access 2 immunoassay system and a result within the assay's normal reference range, was obtained. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc) was performing within assay and instrument specifications at the time of the event. The samples were collected in becton dickinson (bd) lithium heparin plasma tubes and were centrifuged for three (3) minutes at 5600 rpm (revolutions per minute) at room temperature. No issues with sample integrity were reported by the customer.